Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist dispatched a siemens customer service engineer (cse) to the customer site. The cse performed an inspection of the advia centaur xp rack loader. The mechanical orientation of the scanner and the settings were checked, and no issues were noted. The scanner has a reading rate of 97-99% with siemens barcodes. The reading rate of 28-99% is observed with labels printed by the customer. The reported event could not be duplicated, and the print quality is acceptable. The investigation performed by siemens determined the interleaved 2 out of 5 (i2/5) barcode symbology is using an even number of characters and is not a secure barcode. Siemens recommended the barcode symbology code 128 as this is an industry standard and is a secure barcode that includes a check character at the end of the barcode to verify the characters in the barcode. If using the interleaved 2 out of 5 symbology, siemens suggests the code set to "auto" and the check digit to "mod 10.". The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The advia centaur xp instrument misread a sample tube label due to bad print quality. The customer informs that the sample tube, number 1838412631, was identified by the instrument. No work order existed for 1838412631, and no testing performed. There are no reports of patient intervention or adverse health consequences due to the sample tube misread.